Event description:
Patient was seen at infusion center (B)(6) 2023 for initiation of 5fu infusion. C-series 5fu pump connected to patient at 1436. Flow restrictor taped to skin, verified clamps are open and verified infusion rate on mar matches c-series pump. Patient called center on (B)(6) 2023 to report infusion 5fu pump did not look smaller. Upon arrival, nurse and pharmacist both noted that clamps were open and sensor was against pt skin, however pump looked full, looked as though no medication had infused. Dr. Ordered new pump to be mixed and started.